Event description:
The physician was using a complete se peripheral stent for treatment of a lesion in the external iliac. The stent was successfully deployed but during removal of the delivery system the tip got caught in the stent. The physician was able to remove the delivery system. The patient is reported to be fine post procedure and no clinical sequelae were reported.

Manufacturer narrative:
(B)(4): evaluation results - root cause undetermined (limited information received/ device not received for evaluation).